Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient presented with a nonfunctioning inflatable penile prosthesis device. During a revision surgery, the physician confirmed the presence of a hole in the right cylinder. The right cylinder and pump were explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscope inspection revealed the cylinder had a hole at the corner of a fold in the middle of the cylinder. Wear was observed at the fold in the proximal end, middle, and distal end of the cylinder, not passing the test. Leakage testing confirmed a leak at the corner of a fold in the middle of the cylinder, not passing the test. For the pump, microscope inspection showed the ms pump tubing was cut down to the pump block; the tubing was not returned for analysis, not passing the test. Leakage testing indicated the ms pump passed the leak test, and functional testing confirmed the ms pump passed functional testing. Based on the available information and analysis results, the mechanical issue and the hole/perforation were most likely due to the leak at the corner of a fold in the middle of the cylinder identified during leakage testing. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient presented with a nonfunctioning inflatable penile prosthesis ipp device. During a revision surgery, the physician confirmed the presence of a hole in the right cylinder. The right cylinder and pump were explanted and replaced. There were no patient complications.